Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 60 and repeated restarts performed by the trainer and user did not clear the alert. Symptoms included no reported clinical effects. Outcomes included no impact to health. The device was returned for investigation. Preliminary investigation of this case revealed a persistent communication malfunction consistent with a ble board communication fault that was not resolved by power cycling. The complaint was confirmed with alert 60 still active on the device upon receipt at beta bionics. Attempting to reprogram the hoverboard did not improve the issue and probing the board found that the data being transmitted from the hoverboard was behaving abnormally.